Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the breakage of image guide (ig). The event can be prevented by following the instructions for use (IFU) which state: warning never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image available for the device. This is attributed to excessive breakage elements of the image guide (ig) bundle. Other observations for the device are: peeling cement on pink rubber, crack in distal end rubber coating (a-rubber), one broken element in ultrasound image, bending section detached from distal end cover (c-cover), and dent in insertion tube. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device yielded no image. There is no patient involvement. There were no error messages, alarms or alert tones associated with this event. The device was not dropped, nor came in contact with a hard surface or sharp corner. Devices used in conjunction with this device at the time of the event are not known.